Event description:
The pt experienced a loss of stimulation several months before. Impedance values indicated lead breakage. The lead and extension were replaced. The pt recovered without sequelae.

Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when add'l info is rec'd from the hcp.